Event description:
Injected with juvaderm and xeomin and 3 weeks later started noticing reactions such as diarrhea, feverish, vision difficulty, dry nose and eye area, loss sense of taste, erectile dysfunction, no tears from eyes, breast bone muscle is torn away. Primary physician believers it is due to stress. Juvaderm: 3 injections over 3 weeks. Given into/under the skin. Dates of use: 3 weeks. 4. Diagnosis or reason for use: wrinkle lines in forehead.